Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician had difficulty placing the first mesh leg in the correct location within the sacrospinous ligament. On the third attempt, the physician was satisfied with the placement of the mesh leg and pulled it through the tissue. The physician then placed the second leg of the uphold mesh assembly without issues. The plastic sleeve of the mesh was removed and the mesh was implanted. At this time, it was noticed that the bladder had been perforated. Dye was used to visually confirm the perforation location within the bladder. The physician confirmed that no damage was inflicted to either ureter. The uphold mesh was removed from the patient, and a traditional anterior colporrhaphy without mesh was performed to complete the procedure. The patient was discharged from the facility with a catheter. The patient's condition was "stable' and the physician opined that the perforation was minor enough to require no additional treatment.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using an uphold vaginal support system, the physician had difficulty placing the first mesh leg in the correct location within the sacrospinous ligament. On the third attempt, the physician was satisfied with the placement of the mesh leg and pulled it through the tissue. The physician then placed the second leg of the uphold mesh assembly without issues. The plastic sleeve of the mesh was removed and the mesh was implanted. At this time, it was noticed that the bladder had been perforated. Dye was used to visually confirm the perforation location within the bladder. The physician confirmed that no damage was inflicted to either ureter. The uphold mesh was removed from the patient, and a traditional anterior colporrhaphy without mesh was performed to complete the procedure. The patient was discharged from the facility with a catheter. The patient¿s condition was ¿stable¿ and the physician opined that the perforation was minor enough to require no additional treatment.

Manufacturer narrative:
The directions for use contain a precaution which states that, "the procedure should be performed with care, using the capio device provided with the kit, to avoid puncture or laceration of any vessels, nerves, bladder, urethra or bowel." The probable root cause for this event was determined to be user/use error.

Manufacturer narrative:
(B) (4). Catheterization. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.